Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a call service 177 low battery warning and a call service 128 replace battery alarm. The pump intermittently powered up with the returned battery cap and a test battery cap. The battery cap was able to fully tighten. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture internally. The power flex and components were inspected with no defects found. No evidence of the pump overheating was duplicated during investigation. A battery was not returned with the pump. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. The leak test showed a leak at the battery compartment crack. A 24 hour basal program was not able to be run due to the intermittent power condition. The intermittent power condition was due to battery compartment moisture contamination.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.